Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports via phone that during an undetermined urology procedure the system fluoro failed. Staff moved the patient to another room where procedure was completed without further incident. Customer did not provide patient or procedural information, other than to say the patient is fine. No reported injury.